Manufacturer narrative:
The nihon kohded field engineer reported that the central nurse's station (cns) was randomly rebooting on its own. He was going to pull the logs from this cns but when he tried to do this the cns randomly rebooted again on him. He verified all the power cables are connected properly and the ups is powered on. The hospital sent the cns to nihon kohden for repair and received a loaner, which they were able to install with assistance from nihon kohden technical support specialist. The malfunctioning device is currently under evaluation. No patient harm was reported.

Event description:
The nihon kohded field engineer reported that the central nurse's station (cns) was randomly rebooting on its own.

Event description:
The nihon kohded field engineer reported that the central nurse's station (cns) was randomly rebooting on its own.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, (B)(6), nk field engineer, reported central nursing station (cns) sn: (B)(6), randomly rebooting itself and has been doing so for some time. Power cables were verified to be properly connected and ups was powered on. Customer had not tried a new ups to rule out this factor but does not feel comfortable keeping the unit so requested a loaner. There was no reported patient impact. Service requested: repair and loaner. Service performed: troubleshooting, device evaluation and provided loaner unit. Investigation result: this unit was evaluated by repair center. The reported issue could not be duplicated after troubleshooting and extended operation of the device. No repairs were performed. Unit was sent back to customer as is. Logs were not pulled for analysis. Due to the age of this record, this information is not readily available for analysis currently. Sap data shows device was sent back to customer on (B)(6) 2018. No additional incidents were documented for this unit. The root cause for the reported issue could not be determined. However, the ups factor was not ruled out. The role of the ups is to provide uninterrupted power to the device. If ups was not functioning as intended, it may cause the above reported issue. This is further supported by the fact that issue could not be duplicated at repair center, where the power was known to be working as expected. Query for "pu-621ra rebooted" yielded the following relevant tickets: (B)(4), occurred on (B)(6) 2018. Device rebooted due to possible overheating. The issue was resolved by cleaning the device. Possible cause: preventative maintenance was neglected. 52669- occurred on (B)(6) 2019. Device spontaneously rebooted. Issue is being investigated. 20099 - occurred on (B)(6) 2018. Device spontaneously rebooted. The issue was likely due to bad ups. Query for "pu-621ra rebooting" yielded the following relevant tickets: 17655 - occurred on (B)(6) 2018. Unit self-reboots. Root cause was due to power generator test that affected device settings. 38413 - occurred on (B)(6) 2018. Under investigation. 39061 - duplicate of ticket (B)(4). 50688 - occurred on (B)(6) 2019. There was sign of overheating due to preventative maintenance being neglected. Query for "pu-621ra reboot" yielded the following relevant tickets: (B)(4) - occurred on (B)(6) 2018. Cause is unknown and customer declined further investigation. 7914 - occurred on (B)(6) 2017. Possible hard disk failure. Cause of hard disk failure is unknown. Device was in service since 2013. 22167 - occurred on (B)(6) 2018. Under investigation. 35801 - occurred on (B)(6) 2018. Under investigation, irc300133939. Preventative maintenance was neglected. 48686 - occurred on (B)(6) 2019. Under investigation. 27968 - occurred on (B)(6) 2018. Investigated under (B)(4) where the reboot issue "could not be confirmed" thus could not determine the root cause based on the device logs. 42339 - occurred on (B)(6) 2018. Under investigation. Customer mentioned this issue is observed with nk cns near the end of the warranty period (2 years). This coincides with other incidents of overheating, also at about 2-year mark. The overheating issue is was due to neglect in preventative maintenance. Based on the above information, a common root cause for cns rebooting could not be determined. There were no indications of design issues. However, there were a couple of incidents (38591, 50688) where overheating was resolved by cleaning of the device as part of the required preventative maintenance. These occurred at about 2-year mark in service life. There was one incident where hard drive failure was likely causing the rebooting (7914). The reported issue of cns rebooting could not be duplicated at nka repair center. The root cause of the cns rebooting at user facility could not be determined. Update 10/4/2019: no additional incidents have been reported for pu-621ra serial number: (B)(6). Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects additional information: b4. Date of this report. E2. Occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The nihon kohden field engineer reported that the central nurse's station (cns) was randomly rebooting on its own. He was going to pull the logs from the cns but when he tried to do this the cns randomly rebooted again on him. He verified all the power cables are connected properly and the ups is powered on. The hospital sent the cns to nk for repair. The unit was cleaned and evaluated. The reported problem of "randomly rebooting" could not be duplicated through testing, troubleshooting and extended operation of the device. The unit was tested per operator's/service manual and operates to manufacturer's specifications. The unit has been sent back to the customer.